Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the scope detection function does not work and does not recognize fiber optic cables. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions no image and the scope detection function do not work was due to the poor contact of output socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source had no image. The event occurred during reprocessing. There were no reports of patient involvement.